Event description:
It was reported that the dexcom g7 sensor displayed glucose readings in the dexcom app but not on the ilet, indicating a communication and pairing issue between the cgm and the ilet device. Symptoms included no hypoglycemia or hyperglycemia and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and education, including instructing the user to toggle settings and re-enter the pairing code on the ilet. Investigation of this case revealed that the g7 was not actively paired with the ilet, and re-pairing restored communication, indicating a transient connectivity or configuration issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to loss of cgm-to-ilet communication.